Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was experiencing pain going up their neck. It was noted the impedance and threshold measurements had increased since implant a couple weeks earlier. A lead revision procedure was performed. The lead was found to have microdislodged and had moved 3 centimeters (cm) higher on the septum. It was also noted on fluoroscopy that there may have been a small effusion, however it was not confirm. The lead was successfully revised. No additional adverse patient effects were reported.